Event description:
Kimberly-clark has received a complaint indicating that "a physician has experienced strike-through on his arm. He also reported that his skin was intact when he felt the blood go through the seam of the gown." There was no reports of any communicable diseases or injuries related to the reported strike-through. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified (B)(4).

Manufacturer narrative:
The subject samples have been returned for evaluation. Subject samples were tested and found to meet manufacturing specifications. The sleeve seams were not rated to be impervious for strike-through. No corrective actions will be taken at this time as the product performed to product specifications. No additional info has been received at this time. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.